Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0un7z, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient noticed a loss of stimulation within a day or 2 after they went through theft or security detectors at stores. This was due to a sudden change in therapy in (B)(6) 2015. The patient was at 1.4v. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.